Event description:
It was reported that an explant occurred due to an infection. Both the pump and catheter were explanted. The device system had been used to deliver baclofen.

Manufacturer narrative:
Product ID 8780 lot# serial# (b)(4 implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
Additional information was received. It was reported that the device system was used to deliver lioresal.